Event description:
It was reported that a malfunction alarm occurred, after pump got wet but was NOT submerged for any extended period of time. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was addressed by correction injection, and did not require assistance from a third-party. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_13 mini / 2.9.1 / iOS 26.1.